Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (battery/charger faults) was confirmed. Upon investigation, the charger was resetting and unable to charge / recognize a battery. The failure was isolated to an internally open y1 crystal oscillator. The root cause of the open y1 crystal oscillator was unable to be positively identified. No adverse events occurred from the defective charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.